Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. (B)(4). Iridodialysis and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 05/07/2016.

Event description:
The surgeon reported that during attempted istent implantation there was a small iridodialysis and the stent became lost in the eye and could not be visualized. Otherwise the patient is doing well postoperatively. The surgeon conferred with the glaukos medical monitor and ubm analysis is being scheduled to help locate the position of the istent.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found. (B)(4).